Event description:
Pt undergoing left total hip replacement. The femur was opened with a drill and nonunion reamers sequential opening trochanteric drill. After fitting and trial reduction good stability was noted. At that point the drill point was removed and the end of the tip could be seen to be broken off. The broken tip of imbedded drill point is in the pelvis and was left behind after radiographic analysis showed no evidence of danger to the patient.